Event description:
It was reported that: "when the patella clamp handle was pulled together during the hardening of cement at extreme level, the teeth slip making the clamp unusable."

Manufacturer narrative:
Method: DHR and complaint history review. Conclusion: device was manufactured prior to design change.